Event description:
It was reported that during the embolization procedure, the coil unintentionally detached from the delivery pusher within the catheter. The device was removed from the catheter in its entirety. There was no reported intervention of patient harm.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications include but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions the azur system is supplied sterile and non-pyrogenic unless package is opened or damaged. This device is intended for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness, or death. Reuse, reprocessing, or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. Angiography is required for pre-embolization evaluation, operative control, and post-embolization follow up. Do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage. Advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted. If excessive friction is noted with a second azur system, check the catheter for damage or kinking. The coil must be properly positioned in the vessel or aneurysm within the specified reposition time from the time the device is first introduced into the catheter. If the coil cannot be positioned and detached within this time, simultaneously remove the device and the catheter. Positioning the device in a low-flow environment may increase the reposition time. If repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the delivery pusher. If the coil does not move in a one-to-one motion with the delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device. Due to the delicate nature of the coils, the tortuous vascular pathways that lead to certain lesions, and the varying morphologies of the vasculature, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, catheter, and any retrieval device from the vasculature simultaneously. Delivery of multiple coils is usually required to achieve the desired occlusion of some vasculatures or lesions. The desired procedural endpoint is usually angiographic occlusion. The filling properties of the coils facilitate angiographic occlusion. Tortuosity or complex vessel anatomy may affect accurate placement of the coil. The long-term effect of this product on extravascular tissues has not been established so care should be taken to retain this device in the intravascular space. Always ensure that at least two azur detachment controllers are available before starting an azur system procedure. The coil cannot be detached with any power source other than an azur detachment controller. Do not place the delivery pusher on a bare metallic surface. Always handle the delivery pusher with surgical gloves. Do not use in conjunction with radio frequency (rf) devices. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.